Event description:
It was reported on 03/31/2023 by a arthrex employee via (B)(4) that an ar-8701 micro suture lasso wire did not advance while checking the wire loop operation. Used a new product and the case is completed. No patient harms. Case involvement, no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. During visual evaluation no problem was found with the device. Functional testing identified that the returned device could be operated with the suture wire in both directions. No problems were found.